Manufacturer narrative:
Batch review performed on 03 february 2022: lot 186964: (B)(4) items manufactured and released on 28-oct-2018. Expiration date: 2023-10-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional device involved: batch review performed on 03 february 2022: ball heads: mectacer 01.29.204 biolox delta ceramic ball head 12/14 ø 32 size s -4 (k112115) lot 181293: (B)(4) items manufactured and released on 13-jul-2018. Expiration date: 2023-07-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in reporting pain due to a dislocation of the head from the liner and the cause is unknown. The surgeon revised the head and liner 6 months after primary. The surgery was completed successfully. An anterior approach was used during primary. This event took place in 2019 but the revision ticket was labeled as "non-medacta revised". Only now it has been discovered that medacta devices were revised.